Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while attempting to bow the tome inside the patient, the cut wire broke. No part of the device broke off and fell into the patient. The procedure was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".

Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2012. According to the complainant, during the procedure, while attempting to bow the tome inside the patient, the cut wire broke. No part of the device broke off and fell into the patient. The procedure was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
Visual evaluation of the returned device found that the exposed cut wire was bent and broken. One end of the broken cut wire attached to the anchor at the distal pierce hole and the other had retracted inside the lumen of the extrusion through the proximal pierce hole. The ends of the cut wire appeared blackened. The outer diameter of the exposed cut wire was measured and found to meet specification. Review and analysis of all available information indicated the most probable root cause for this event was operational context, likely due to the procedural factors/ generator settings. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4) for the reported event: cut wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.